Event description:
The facility reported an infusion pump with a failure code of 500:320:844:0000. The event was reported to have occurred before use. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. This device utilizes user interface module master software 5.04.00 version that is categorized as unremediated.

Manufacturer narrative:
Evaluation summary: the reported condition of failure code 500:320:844:0000 was confirmed during prod eval, finding failure code 500:320:844:0000 on power up and in event history. Inspection of the device revealed the condition was caused by a stuck stop key on the channel a pump head module (phm) keypad. The channel a phm keypad was replaced to fix the problem. The pump was retested and returned to the customer within specification. This issue is currently being investigated.